Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Promus premier ous mr 3.00 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found that the entire length of the stent was damaged, stretched in a distal direction and had moved on the balloon. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
Reportable based on analysis completed on 11mar2019. It was reported that crossing difficulties were encountered. The stenosed target lesion was located in a moderately tortuous and moderately calcified mid left circumflex artery. A 28 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion after repeated efforts. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a stent damage.